Event description:
Report received from the USA with no defined claim. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).